Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom) test strip UDI# (B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 77, 87 and 85 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom cabinet. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date at time of call is one month; strips are part of recall. The meter memory was reviewed for previous test result history (date/time not set): a 77mg/dl, (B)(6) 2017 05:15 pm, fasting:yes. A 87mg/dl, (B)(6) 2017 06:07 pm, fasting:yes. A 85mg/dl, (B)(6) 2017 08:27 am, fasting:yes. Memory concerns: customer is concerned with the results of 77, 87, 85 mg/dl from the meters memory.